Manufacturer narrative:
Investigation is still in progress. (B)(4).

Event description:
During a procedure, after 10 (ten) seconds, the impedance rise to 280° degrees or greater. The ablation was cut off. This same problem occurred three consecutive times. The cable was changed, stockert turn off and there was no resolution. The catheter remained in the same position during ablation. It was changed and the problem was solved. The procedure was completed with 10 (ten) minute delay and with no patient consequences. On (B)(6), the catheter was received in our failure analysis lab and found char on the tip dome. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6).